Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. It was also reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.